Event description:
It was reported that the patient presented for routine generator exchange. Prior to procedure, device interrogation revealed high capture thresholds on the atrial lead. The physician elected to explant the lead and reconnect a previously capped lead. There were no patient consequences.